Manufacturer narrative:
The initial reporter's zip code: (B)(6). The reported event was confirmed cause unknown. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley (pcn165818 and lot number ngjv4950). Visual inspection of the sample noted using the (in house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water) and a pin hole was found at the bifurcation site measuring (0.015in). The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that product had a hole in foley catheter bifurcation. (B)(4). Per additional information received via email on 25sep2025, it was reported that the product was already returned.

Event description:
It was reported that product had a hole in foley catheter bifurcation. (Pcn#165818, pcn#0165l18).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.